Event description:
She reported daily "red heart" alarms when disconnecting from ac power to batteries and yellow alarm "low voltage" when connected to power module. Bent in on monitor input port of power module. New cord, new power base unit & controller.